Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The reported damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. The bent and flared stent struts could be a result of interaction between the anatomical conditions as there was 99% stenosis reported. The damaged struts may have also increased resistance and interaction between the stent and the anatomy during removal leading to the reported difficulty during removal. In this case, the anatomical conditions likely contributed to the reported difficulties. The reported failure to cross, stent damage and difficulty to remove appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record for the reported lot was performed and there are no associated nonconforming material records that would have contributed to this complaint. A query of the viper complaint-handling database was performed and no other incidents have been reported for this lot. All stent delivery system are inspected for stent damage, proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify product quality prior to release of the lot. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that for an interventional procedure to treat the de novo, distal right coronary artery with moderate tortuosity and 99% stenosis, predilatation was performed. Resistance was encountered at the lesion upon introduction of the 2.5 x 23 mm promus rx and it did not cross the lesion. The device was withdrawn with slight resistance, and a stent strut was noted to be flared. The procedure was completed with a same-size stent deployed at the lesion. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.